Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The ratchet handle gets locked.

Manufacturer narrative:
Evaluation of the returned instrument confirms the screwdriver handle is damaged. A search of the complaints databases identified other similar reports against the product/lot code combination. Based on previous investigations and this known issue, the root cause is attributed to a supplier assembly process. The investigation has identified that design improvements to alleviate this issue and further bolster the durability of this instrument were established through eco (B)(4) in (B)(6) 2011. The returned item was manufactured prior to these improvements. Additional corrective action not indicated at this time. Monitor the improved design through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.